Event description:
The suspect device result was 464 mg/dl. The user went to the hosp and their glucose was 177 mg/dl on their meter. Controls were run and out of range. The controls has expired. Pt was released without treatment. The device was replaced and requested to be returned for evaluation.